Event description:
It was reported that the customer has passed away at home. The cause of death was renal failure. The caller stated that the customer was in the hospital three weeks prior to passing due to kidney failure. The customer had been diagnosed years ago. The customer had urinary tract infection. The customer's blood glucose at the time of death was unknown. However the last recorded blood glucose value was 92 mg/dl at 2:00 am and the customer was found deceased at 7:30 am. The customer was wearing the insulin pump at the time of death. The customer used sensors and was wearing one at the time of death. The caller refused to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.